Event description:
Voluntary medwatch received states that the lead was implanted with multiple lead delivery attempts required. The lead is still in service. No additional adverse patient effects were reported.